Manufacturer narrative:
S/w version 4.11e. Retainer ring black. Case type ngp. Customer returned pump for alleged unresponsive keypad, rewind anomaly, no delivery/occlusion alarm unknown timing, and cosmetic damage located on the pump casing. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Successfully downloaded history files and traces using thus. No unexpected insulin flow block alarms noted during testing. No insulin flow block alarms found in pump history download. No motor related alarms or alert noted in pump history download. Pump was cut open to perform visual inspection and found exposure to moisture on the pcba 1, pcba 2, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump passed all tests with no unexpected alarms. Unresponsive keypad was not confirmed. Rewind anomaly was not confirmed. No delivery/occlusion alarm unknown timing was not confirmed. Cosmetic damage was not confirmed on the pump casing; however, other cosmetic damage was noted. Exposure to moisture was confirmed on the pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received random no delivery alarm, buttons were less responsive, longer to rewind and calibration issue. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.